Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. The primary line of the device was programmed to deliver factor viii at a rate of 8ml/hr and the delivery was started. The customer contact indicated the factor viii was sent from pharmacy in 3 containers (40ml, 84ml, and 42ml) for a total vtbi (volume to be infused) of 168ml. The customer contact reported that the total vtbi of 168ml was delivered 4 hrs earlier than expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.